Manufacturer narrative:
Product ID 3889-28 lot# va1c81p serial# implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported they had run electrode impedances several times with different settings. The rep had attempt at 3v and 330 us. The rep stated that all attempts all pairs with 1 were greater than 4000 ohms. The rep noted there was in a case and they were trying to get good impedances before closing. The rep noted they were implanting a new patient with a new lead and implantable neurostimulator (ins). The rep noted the patient had a lot of bleeding at the introducer site. The rep wanted to know if blood at the distal electrode site could cause a problem with impedances. It was reviewed that blood would not cause out of range values. The rep noted bleeding at the lead insertion site. Additional from the healthcare professional reported via the rep reported a faulty lead, inactive 0 electrode. The rep stated during the interstim full implant, the lead was placed through the s3 foramen and tunneled to the prepared pocket site. The rep noted there were no complications with the lead prep, placement, or tunneling and cautery was used. The rep stated the proximal end of the lead was placed in the header of the ins, with the blue line indicators apparent through header window per technique recommendation for complete/proper lead placement into the ins. The rep noted impedances were tested per protocol and resulted in greater 4000 value in all combination involving the zero electrode. The rep noted the operating room used for the procedure was commonly used for interstim procedures, 60 implants in the past 12 months, and had never presented interference issue with impedances testing the in past. The rep noted the operating room lights, no led, were turned off/away from the field to confirm no unforeseen interference. The rep noted 2 different ins were used to rule out the ins failure but impedances still resulted in greater than 4000 ohms on all electrode combination involving zero. The rep noted during the procedure the parameters of 2.0/300, 2.5/300, 3/300, 1.0/210, 2.0/210, 3.0/210, 3.5/330 (amplitude/pulse width) all resulted in impedances greater than 4000 ohms. The rep stated they suggested the surgeon carefully back of the set screw to remove the lead from the header, then wet/dry wipe the lead and inspected the header for fluid/debris. The surgeon then reseated the lead within the leader and secured with the set screw. Impedance testing was then run again with impedances greater than 4000 ohms on all parameters with the electrode zero. The rep noted the parameter sequence was used again to perform impedances testing with another clinician programmer, and the results were the same. The rep noted they called technical services and ran the impedances for a final time at 3.5/300 and got the same result. The rep noted they then replaced the lead, the rep noted they did not replace the lead and program the device to only configuration excluding zero. The surgeon removed one lead and replaced it with another. The rep stated a motor response testing was confirmed at each electrode in the new lead, and then tunneled to the previously prepared pocket site. The proximal end of the lead was placed in to the header of the ins and impedances testing were performed at 2.0/300. The rep noted that all electrode combinations were within range. The patient was closed and post-operative programming was performed with no errors to report. The rep noted the issue was resolved at the time of report. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Device (B)(4) also pertains to the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that impedances were all greater than 4000 on all electrode configurations including 0. It was determined that there was a faulty 0 electrode. The rep stated that the lead was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.